Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this device revealed two episodes of ventricular loss of capture and sub-threshold pacing due to ventricular and atrial tachycardia episodes. A technical service consultant was contacted and recommended further evaluation of this device and reprogramming a longer av delay. The device remains in service. There were no adverse patient effects reported. Additional information was received. Approximately three and one-half years later, this device was removed without a further allegation. This device was implanted approximately eight years.

Manufacturer narrative:
According to available information this device remains in service and will be further interrogated in the future. Should additional information become available, this event will be updated. As of this date, there has been no return of product. Should the device be returned, analysis will be performed or should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.